Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had noticed that their generator was not working properly so they when to the doctor for an x-ray and it showed frayed, twisted wires at the generator. They patient had been in and out of the hospital so they have not yet contacted an hcp. It will have to be replaced. The issue was not resolved due to health issues but they plan on having it replaced.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient rep. Reported that the patient's therapy stopped working about 3 months ago. The patient rep said that they met with the manufacturer representative (rep) and healthcare provider and did x-rays. The patient rep said the x-rays showed that the wires were frayed and moved around and came undone from the generator (implant). The patient rep said that the implanting doctor didn't leave enough slack. The patient rep said that the patient has been in pain since the therapy stopped working. The patient rep said that the patient needs to have another implant replacement, see pe (B)(4) for previous replacement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.